Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of significant pain at the device site. There was purulent drainage from the pocket incision and the patient was treated with antibiotics. The system was subsequently explanted due to infection. No additional adverse patient effects were reported.